Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain: pelvic pain female") in a 31-year-old female patient who had essure (batch no. B30425) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included alopecia, insect bite nos, ovarian cyst, nausea, vomiting, diarrhea, abdominal pain, right lower quadrant pain, hair loss, temperature intolerance, multiple cesarean sections, viral meningitis, irregular menstrual cycle, depression, anxiety, menometrorrhagia, multigravida, parity 3, uterine bleeding and slipped disc. Previously administered products included for an unreported indication: depoprovera and mirena. Concomitant products included oral contraceptive nos. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding: vaginal bleeding"), menorrhagia ("abnormal bleeding: menorrhagia"), allergy to metals ("allergic or hypersensitivity reaction type: non-diagnosed sensitivity to nickel"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes or skin conditions type: skin rash on my stomach"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), abdominal distension ("hysterectomy made me feel bloated and in so much pain") and procedural pain ("hysterectomy made me feel bloated and in so much pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (hysterectomy (full)/ salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine and dysmenorrhoea had resolved, the allergy to metals, rash, dyspareunia, weight increased, abdominal distension and procedural pain outcome was unknown and the fatigue was resolving. The reporter considered abdominal distension, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, migraine, pelvic pain, procedural pain, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details: there were 4 coils noted. Attention was then drawn to the right fallopian tube ostium, which was in a similar fashion cannulated and 6 coils were noted following deployment. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: bilateral fallopian tube occlusion.. Ultrasound pelvis - on (B)(6) 2015: uterus measures 9 x 4.5 x 6.8 cm the endometrial stripe measures 4 mm. There is a small calcification at the fundus of the uterus. The right ovary measures 4.6 x 3.5 x 3.5 cm. There is a simple cyst arising from the right ovary it measures 4.1 x 3.2 x 3.2 cm. The left ovary measured 2.8 x 1.6 x 3 cm. There is a single prominent vein in the left adnexa.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fatigue, menorrhagia, quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain: pelvic pain female") in a (B)(6) year-old female patient who had essure (batch no. B30425) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included alopecia, insect bite nos, ovarian cyst, nausea, vomiting, diarrhea, abdominal pain, right lower quadrant pain, hair loss, temperature intolerance, cesarean section, viral meningitis, irregular menstrual cycle, depression, anxiety, menometrorrhagia, gravida, parity 3, uterine bleeding and slipped disc. Previously administered products included for an unreported indication: depoprovera and mirena. Concomitant products included oral contraceptive nos. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding: vaginal bleeding"), menorrhagia ("abnormal bleeding: menorrhagia"), allergy to metals ("allergic or hypersensitivity reaction type: non-diagnosed sensitivity to nickel"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes or skin conditions type: skin rash on my stomach"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), abdominal distension ("hysterectomy made me feel bloated and in so much pain") and procedural pain ("hysterectomy made me feel bloated and in so much pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (hysterectomy (full)/ salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine and dysmenorrhoea had resolved, the allergy to metals, rash, dyspareunia, weight increased, abdominal distension and procedural pain outcome was unknown and the fatigue was resolving. The reporter considered abdominal distension, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, migraine, pelvic pain, procedural pain, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details: there were 4 coils noted. Attention was then drawn to the right fallopian tube ostium, which was in a similar fashion cannulated and 6 coils were noted following deployment. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: bilateral fallopian tube occlusion. Ultrasound pelvis - on (B)(6) 2015: uterus measures 9 x 4.5 x 6.8 cm the endometrial stripe measures 4 mm. There is a small calcification at the fundus of the uterus. The right ovary measures 4.6 x 3.5 x 3.5 cm. There is a simple cyst arising from the right ovary it measures 4.1 x 3.2 x 3.2 cm. The left ovary measured 2.8 x 1.6 x 3 cm. There is a single prominent vein in the left adnexa. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fatigue, menorrhagia, most recent follow-up information incorporated above includes: on 26-apr-2019: plaintiff fact sheet and medical records received: lot number added. New events abnormal bleeding: vaginal bleeding, abnormal bleeding: menorrhagia, allergic or hypersensitivity reaction type: non-diagnosed sensitivity to nickel, apareunia (inability to have sexual intercourse), rashes or skin conditions type: skin rash on my stomach, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain :pelvic pain female, fatigue, abdominal distention, procedural pain and weight gain / loss specify which one: weight gain were added. : reporter information added. Patient details updated. Product details updated. Lab data added. Medical history updated. Historical drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.